Event description:
It was reported that there was a right knee revised due to a peri-prothestic fracture of the femur.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown femur was reported. The event was confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event was confirmed. Clinical consultant confirmed fractured femur on x-ray. Need op report, medical history, progress notes and medical records. Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. The event was confirmed but the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided

Event description:
It was reported that there was a right knee revised due to a peri-prosthetic fracture of the femur.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femur. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.